Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that his insulin pump went blank. The patient's blood glucose at the time of incident was in the 500 mg/dl range. The customer was treated via manual insulin injection. Troubleshooting was initiated for the blank display. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the insulin pump but the display did not return. The battery cap contact was cleaned and a new aaa alkaline battery was inserted again but the display did not return. The customer was advised to discontinue use of the insulin pump and revert to a medically prescribed back-up plan. No products were returned or replaced since the insulin pump was out-of-warranty and the mother did not want a loaner insulin pump.